Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported failure to advance, stent dislodgement, foreign body in patient and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the omnilink elite stent delivery system (sds) was unable to cross the mildly calcified target lesion in the right iliac artery through the left access site. The sds was removed and the lesion was predilated. The sds was re-inserted, but was still unable to cross the lesion. During withdrawal of the sds, the stent began to dislodge from the sds so the sds was re-advanced and the stent was deployed proximal to the intended lesion to keep the stent from traveling away from its current location. The procedure was completed. No additional information was provided.